Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that patient experienced an arrhythmia. No intervention was performed. Patient condition is unknown.

Event description:
It was reported that during an in-clinic follow-up, the pacemaker exhibited premature discharge of battery. No intervention was performed. The patient was in stable condition.